Event description:
Staff reported that the #11 blade in the cardiac cath pack (presource san31cceii) was unsheathed. The sheath was on the knife, but had been retracted. It appeared that it wasn't fully engaged forward and had slipped back, thereby exposing the knife blade. The blade was poking out of the component zip-pouch and when the nurse picked it up, she cut her hand with the unused blade. The nurse washed her hand and returned to work. No stitches or medical treatment was needed and the nurse did not visit employee health. Manufacturer response (as per reporter) for pacemaker set up--surgical blade, presource san31cceii cardiac cath institute packcath lab staff notified the rep on 6/10/09. The manufacturer acknowledged the complaint (quality report #2009-6231-619) and has begun an investigation into the root cause of the problem.